Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. Customer complaint is not confirmed, cannula and needle are present and without damage. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).